Event description:
Additional information received reported the patient did not have 50% or greater symptom reduction. The patient had pain at the implantable neurostimulator (ins) site but was not related to the ins being on or off. They underwent reprogramming but they still requested to have the device removed. The patient was noted to have recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s device was explanted on (B)(6) 2014 due to the device malfunctioning. The patient had chronic pain syndrome, post laminectomy syndrome and a malfunction of the spinal cord stimulation. They removed both the implantable neurostimulator (ins) and lead. They did neurologic monitoring and a somatosensory evoked potential (ssep) and ¿motor evoked potentials. It was noted that ¿this is what it was coded for.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).